Event description:
Pt underwent tracheostomy tube placement under bronchoscopic guidance. Overnight, the pt developed hemoptysis with bloody et tube secretions and coughing. Bronchoscope insertion indicated a foreign object emanating from the subsegmental bronchus. The object was retrieved with forceps and identified as the wire straightener used in the tracheostomy kit. Pt was discharged in 2009. No harm to the pt.

Manufacturer narrative:
Expiration date unk as lot# was unk. Info not known as lot# was unknown. The j straightener was the only component returned from the set. It was received in a used and unremarkable condition. Based on the testimony provided by the complainant, it appears the j straightener from the wire guide was left in the pt upon conclusion of the procedure. There is no info to suggest that the device was not manufactured to current specifications. There are current controls in place. The instructions for use booklet details proper usage and placement techniques as well as the necessary warning and precautions. This situation occurred as a result of a usage error and was not the result of any product deficiencies or failures.